Event description:
Additional information received on 11/4/96 indicates the reason for removal of device was fluid loss--uncertain from where-problem developed s/p angiography and coronary bypass-possible injury to tubing.